Event description:
It was reported that a wireless battery module would not connect to the facility's server. The customer stated that there was no pt injury.

Manufacturer narrative:
(B)(4). The wireless battery module was returned and evaluated by baxter. Eval received the module inoperable with a "check battery" condition. The module failed performance and inspection testing due to a failure on the radio pcb, rendering the module not repairable. The module was determined to not be operating within spec in relation to the reported symptom. The wireless battery module was retired from service.